Event description:
It was reported that following a carotid artery stenting (cas), an angio-seal sts plus was deployed at the left femoral puncture site and hemostasis was achieved. A pre-deployment angiogram found some stenosis and arteriosclerosis at the puncture site. Seven weeks later, the pt re-admitted to the hospital for another cas in a different site than the previous stenting procedure. The pt felt leg pain when walking up stairs in the hospital and reported to the physician that he had been experiencing mild leg pain for the last 1-2 weeks when exercising. Following cas via the right leg approach, an angiogram of the left leg revealed an occlusion near the puncture site of the first cas procedure. A collateral had developed and there was enough blood flow to the lower leg. The pt was discharged later on an unk date and has been followed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. According to the IFU, the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days, state; some bruising of discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.